Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v012019, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she had a "tune up" with someone from the health care professional (hcp) office and not all programs were working. The patient could not remember when this was. It was "about less than 9 months ago." The patient was not sure if the implant was correctly working. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.